Event description:
The nurse reported that the central nurse's station (cns) monitor had gone black which was in the neonatal intensive care unit (nicu), and they need to get it working as soon as possible. No patient harm was reported. Nihon kohden technician had the nurse find the cns tower and the nurse reported there were no lights on it. Nk technician had the nurse find the power cords for the screens and cns tower that is connected to the uninterrupted power supply (ups). The nk technician had the nurse unplug the devices from the ups and plug the devices into a wall outlet, once the nurse did this the cns came back up, issue was resolved.

Manufacturer narrative:
Concomitant medical device: the following device(s) were used in conjunction with the cns: a ups was used in conjunction with the cns and is also the device that experience failure. Attempts to obtain the following information were made, but not provided: uninterrupted power supply: model: ni, s/n: ni.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) monitor had gone black which was in the neonatal intensive care unit (nicu), and they need to get it working as soon as possible. No patient harm was reported. Nihon kohden technician had the nurse find the cns tower and the nurse reported there were no lights on it. Nk technician had the nurse find the power cords for the screens and cns tower that is connected to the uninterrupted power supply (ups). The nk technician had the nurse unplug the devices from the ups and plug the devices into a wall outlet, once the nurse did this the cns came back up, issue was resolved. Service performed: nihon kohden technical services (nk ts) had the customer find the cns tower and they saw that there were no lights on it. It was discovered that there was no power running to the cns and the displays due to the ups. Once the power cords for the screens and cns tower were relocated from the ups over to the wall outlet the cns came back up. Investigation summary: investigation determined the complaint record did not involve a failure/malfunction of the nk product. The issue was caused due to the failure of a non-nk manufactured accessory device, universal power supply (ups) which is intended to be used as a back-up power source in case ac power was lost and is not meant to be used as a stand-alone power supply. No further investigation is needed through the CAPA process. The following fields are not applicable (na) to the MDR report: b2, d4 lot number & expiration date, d6a - d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h2, h7, h9. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 11/09/2021 left customer a voice message for all items under the no information section. No response or return call was received. Attempt #2: 11/16/2021 left customer a voice message for all items under the no information section. No response or return call was received. Attempt #3: 11/30/2021 spoke to customer who said they could not provide the information in the no information (ni) section or any additional device(s) involved information. Manufacturer narrative: b4: date of this report. D10: concomitant medical device - correction-deletion of ups as the ups is not a medical device. G3: date report by manufacturer. G6: type of report. H2: if follow-up, what type? H6: adverse event codes. H10: additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) monitor had gone black which was in the neonatal intensive care unit (nicu), and they need to get it working as soon as possible. No patient harm was reported. Nihon kohden technician had the nurse find the cns tower and the nurse reported there were no lights on it. Nk technician had the nurse find the power cords for the screens and cns tower that is connected to the uninterrupted power supply (ups). The nk technician had the nurse unplug the devices from the ups and plug the devices into a wall outlet, once the nurse did this the cns came back up, issue was resolved.